Manufacturer narrative:
Investigation is ongoing. Device not returned. Device not returned.

Event description:
As reported, the balloon ruptured during deployment of the surgical mitral valve. The commander delivery system was withdrawn into the esheath and removed from the patient without issue. A non edwards balloon was then inserted and placed across the valve and a post dilation of the valve was performed. The patient remained stable throughout the procedure.

Manufacturer narrative:
The balloon was not returned; therefore, a visual inspection, functional testing, or dimensional testing was not performed. No imagery returned, therefore no imagery evaluation. A device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A review of the lot history revealed no complaints related to the events failure balloon burst. The following instructions for use and manuals were reviewed; IFU for commander delivery system, commander delivery system with s3/s3u/s3ur thv IFU, us, device preparation training manual and device procedural training manual. No IFU/training deficiencies were identified. As the complaints for failure balloon burst was unable to be confirmed, a complaint history review was not performed. As no device was returned and there is no evidence to support that a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review was not performed. A review of edwards lifesciences risk management documentation was performed for this case. No evidence of product nonconformances or labeling/IFU inadequacies were identified. The complaint for failure balloon burst was unable to be confirmed since neither the applicable imagery nor the complaint device was returned for evaluation. Due to no device being returned, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing nonconformance could not be determined. A review of the DHR and lot history did not provide any indication that a manufacturing nonconformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. The complaint description states, the balloon ruptured during deployment of the surgical mitral valve. The balloon burst can potentially result from multiple factors (i.e. Calcified annulus/leaflets, additional inflation volume used). While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcific nodules within the landing zones can impinge on the balloon during inflation, compromising the balloon wall structure even at low inflation pressures. In addition, overinflation with excess volume can cause the inflation pressure to exceed the rated burst pressure. However, due to lack of device and relevant procedural/patient information, a definitive root cause is unable to be determined. Since no manufacturing nonconformances or labeling/IFU/training deficiencies were identified, no product nonconformance was confirmed. No corrective/preventative actions (CAPA) nor product risk assessment (pra) escalation are required.